Event description:
The contact for a patient on peritoneal dialysis (pd) therapy reported to fresenius that the patient was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and was hospitalized on (B)(6) 2023. It was reported that the patient had a pd culture obtained which grew the bacteria vancomycin resistant enterococcus (vre). The nurse stated the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, (on an unknown date), the patient was discharged from the hospital and is reportedly continuing hemodialysis at home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis stating the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or other issues with fresenius products in relation to the event. The nurse reported the patient was recovering from the peritonitis event.